Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
In use at the time of the event:cgm model: unknownmobile os: unknown / unknown / unknown / unknown.